Manufacturer narrative:
Na

Event description:
The pharmacist of the hospital, reported, surgeon, has reported that there were difficulties in implanting the implant (size of the nail). There were no adverse consequences for the pt. Surgeon implanted another implant (reference (B)(4)).